Event description:
The patient contacted animas on (B)(6) 2013, reporting a blood glucose as low as 23 mg/dl; the patient denied any symptoms with the low blood glucose level. The patient reported treating the low blood glucose with oral carbohydrate and the blood glucose resolve to normal range. The patient denied any changes in diet, exercise, or lifestyle related to the low blood glucose levels. The patient reported decreasing basal rates due to the low blood glucose but confirmed that the basal rates were programmed correctly. The patient reported doing manual calculations for boluses. A review of the pump total daily dose record indicated a discrepancy on (B)(6) 2013. The total daily dose history reportedly reflected basal 14.939 units, bolus 29.249 units, total 44.188 units for (B)(6) 2013 and basal 29.537 units, bolus 30.049 units, total 59.586 units. Per the bolus history the bolus for (B)(6) 2013, should have reflected 29.25 units and (B)(6) 2013, should have reflected 30 units even. This report is made based on the allegation that the patient experienced hypoglycemia associated with an indication of a total daily dose discrepancy.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history indicated that the last bolus and last basal delivery were on (B)(4) 2013. The user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals. There were no errors or alarms related to the complaint in the pump¿s history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad buttons were tested and no unresponsiveness or hyper responsiveness was observed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.